Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during normal follow up, noise was observed. X-ray revealed externalized conductors. The lead was explanted.